Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and technical support could not confirm battery depletion issue, so no additional corrective action was taken and no further outcome details were available.